Manufacturer narrative:
The customer contacted siemens customer care center (ccc) about a falsely depressed sodium result on a patient sample on the dimension system. A siemens technical application specialist (tas) was on site (B)(6) 2018 and performed the following: they replaced the salt bridge cap and tubing to the imt (integrated multisensor technology) tower. The nipple on the cap was loose. They performed sample alignments to segments and the imt port. They verified the primary and maximum tube depth alignment and made some adjustments, re-directed the x1 tubing to reduce the chance of any pinching. They checked the pump rate through 3 aligns primes and it stayed consistent. Siemens headquarters support center (hsc) concluded their evaluation of the instrument data logs and the information provided. There were no instrument issues observed in the data logs. Hsc confirmed quality control was within range before and after patient samples were processed. The cause of the falsely depressed sodium result is unknown. No product non-conformances have been identified. The device is operating according to specifications. No further evaluation of the device is required.

Event description:
A discordant falsely depressed sodium (na) result was obtained on a patient serum/plasma sample on the dimension exl system. The result was not reported to the physician. The same sample was reprocessed on the same system and on an alternate dimension system and a higher result was obtained and reported. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely depressed sodium result.